Manufacturer narrative:
The insulin pump was unable to prime during the prime test and alarmed motor error during the basic occlusion test due to faulty force sensor. The motor passes motor test. The insulin pump was unable to test for excessive no delivery alarm due to prime anomaly. The insulin pump had minor scratches on lcd window and cracked case near display window corner.

Event description:
The customer reported via phone call that he was receiving no delivery alarms when attempting to bolus. Customer has tried changing his site location but the same issue keeps occurring. Customer performed a 5.0 unit fixed prime and the insulin did exit. Customer has been having high blood glucose due to medication and excessive no delivery alarms. Customer agreed to return the pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Reference manufacturer report number: 3004209178-2015-61795